Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, a tear drop-shaped clip was formed during use. The event occurred several times with the same device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 06/11/2018. Batch # r9276j. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components and 7 malformed clips inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the clip track was found damaged. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.